Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported post fall the patient was experiencing ineffective stimulation and pain at the ipg site. X-ray imaging revealed migration of the leads and the ipg had flipped in pocket due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were repositioned and the ipg was explanted and replaced to address the issue.